Manufacturer narrative:
This report is submitted on april 22, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site (treatment unknown). The explantation of the device was reported in 6000034-2022-00636.